Event description:
It was reported the doctor received an error 3 handpiece error with the instrument. The doctor retorqued the instrument and received the same error 3, hand piece error. The doctor decided to use an alternate method to complete the case with no pt consequence. The customer did not have another hand piece or instrument to use.